Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an alleged tear in the tunneler prior to patient use. However, the healthcare professional used the device and allegedly the size of the tear increased. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a device history records (DHR) review could be performed as the lot number was not provided. Investigation summary: one tunneler was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for a damaged tunneler as multiple parallel tears were found at one end of the plastic tunneler sheath. There was some scratching around the splits. The break surfaces of the tears appeared to have more damage near the surface of the sheath. The root cause of the event is unknown as it is not known where or how this damage occurred. However, externally-originating damage from a tool or sharp instrument is possible. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that there was an alleged tear in the tunneler prior to patient use. However, the healthcare professional used the device and allegedly the size of the tear increased. The procedure was completed successfully. There was no reported patient injury.